Event description:
It was reported that pump screen was unresponsive. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented.